Event description:
Related manufacturer reference number: 2017865-2024-65846. It was reported that noise was noted on the right atrial lead and was reproducible by pocket/device manipulation. The patient was symptomatic. The patient presented for a scheduled ra lead revision, and when the device was disconnected, the noise could not be reproduced. The physician chose to revise the ra lead and replaced the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.